Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part # 03.010.517. Lot # 9715810. Mfg site: hagendorf. Release to warehouse date: september 17, 2015. No ncr¿s were generated during production. Visual inspection: the t-handle ball hex screwdriver 8mm (part #: 03.010.517, lot #: 9562299) was received at us customer quality (cq). Upon visual inspection, it was observed that the ball-hex of the screwdriver was stripped and worn. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end-of-life indicators for the device. No other defects were identified with the device. Complaint confirmed? Yes. Conclusion: the overall complaint was confirmed for the received device as the ball-hex was stripped and worn. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name and address.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent an orthopedic procedure, im nail insertion. The surgeon had made a comment, in passing about the ball hex screwdriver being a little "squeeky". I was able to follow up with him on (B)(6) 2021 where he explained that the screwdriver felt like it was wearing thin and wasn't gripping the connection screw. The procedure was completed successfully without surgical delay. There was no patient consequence. This report is for one (1) t-handle ball hex screwdriver 8mm. This is report 1 of 1 for (B)(4).